Event description:
Customer's father reported via phone, the insulin pump had blank display while he was attempting to prime. The customer's blood glucose was 7.7 mmol/l. The device was not dropped or bumped. The battery was changed and left out for 10 minutes. Battery cap was cleaned and no fluids were noted on the contacts. Customer's father was advised the device need to be replaced and agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board. The insulin pump was unable to perform any test due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.